Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to always use room temperature insulin. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.